Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator intermittently generated alarms for low volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found that the patient circuit was wet, and found that water escaped through the wye. The se replaced the patient circuit with a test circuit and performed extended self testing. The se reported that the volumes looked good and returned the ventilator to the customer.